Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
A customer reported to baxter product surveillance of a vial mate reconstitution device in which leaking at the end of the vial mate that attaches to the vial was detected. The vial was attached to an unknown bag and a ceftriaxone 1 gram vial from hospira(this is a new product for the customer). No patient/user involvement, injury or adverse event is reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.